Event description:
The evis exera ii ultrasonic bronchofibervideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, connecting tube and the insertion tube coating was peeling. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that the connection between the scope connector and universal cord was loose and water tightness was lost due to a pinhole on the bending section rubber. The adhesive on the bending section rubber was detached and the play of the angulation lever was out of standard value due to wear of the angle wire. It was also noted that the joint between the bending tube and the distal end was not secured due to deformation of the bending tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the phenomenon may have occurred due to ageing of the product based on the evidence obtained from investigation. However, a definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with below IFU. ·do not coil the insertion tube, universal cord or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image. Olympus will continue to monitor the field performance of this device.